Event description:
This lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2012. A call to technical services placed on (B)(6) 2013 stated that this lead was part of pocket revision on (B)(6) 2013 due to infection. The physician was dr. (B)(6). No known hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)